Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4: reference MFR. Report#: 1627487-2018-09137; reference MFR. Report#: 1627487-2018-09138; reference MFR. Report#: 1627487-2018-09139. It was reported the patient underwent surgical intervention due to not receiving effective therapy/adequate coverage. During the procedure, the doctor decided to explant and replace the patient's drg system with an scs system. Surgical intervention addressed the patient issue.